Event description:
It was reported that during a gastric bypass procedure, when the health care professional pulled the trigger of the device, the linear cutter, to active it for the fourth time, it got stuck, and did not permit any other action, such as, opening it to pull out the cartridge. The hcp had to cut the stomach tissue to release the stapler with endoscopic scissors. Afterwards he used manual suture (pds) to repair the gastric pouch. Hence it was taken out from the patient. Another like device was used to complete the procedure. Delay on the procedure and possible leakage of the gastric pouch. In addition the patient had to be re-intervened two days after the first surgery.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, the firing mechanism was noted to be in the return stroke and the knife jammed preventing the device from opening. Moreover, the closing trigger was noted broken; the broken piece was not received. It could not be determined what may have caused this condition. An ecr60b cartridge reload was loaded on the device; it was noted fully fired and with deck damaged. The firing sequence was completed and the device opened. Several b-formed staples were found on cartridge deck, anvil knife slot. In addition, the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is meant by active for 4th time? Fourth firing? Fourth firing stroke? What type of re-intervention was done after surgery? Was the device cleaned between firings? How long was the procedure delayed? Current patient status?